Event description:
During a stent replacement there was resistance while removing the stent and the stent broke. Part of the stent was left in the renal pelvis and ureter due to the patient's advanced age. A drainage catheter was deployed through nephrostomy.